Event description:
It was reported that during a laparosocpic gastrectomy, the device was activated without pressing the hand switch and ¿restart generator¿ was displayed. Although the generator was reset, ¿replace instrument¿ and ¿two switch activations detected¿ were displayed and the device was not activated. A competitive device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Additional information: the device was received in good visual condition. The device was connected to the generator for functional testing, the generator displayed "reactivate two switch activations detected" alert screen. Continuous activation did not occur during functional testing. The device was disassembled to inspect the internal components and one of the hand activation wires was damaged by the lever weld assembly component. The insulation was peeled and this resulted in a short to ground, however this will not create a continuous activation of the device. It is likely that this occurred during our manufacturing assembly process.

Manufacturer narrative:
(B)(4). Additional analysis: the return device components were reassembled into the right hand shroud. The reassembled device (left hand shroud not present ¿ right hand shroud laying on a table) was connected to a gen11 generator; the lever assembly was placed into contact with the exposed wire in the position captured in the initial analysis photo and connections were made between the lever and shaft. The lever was repositioned multiple times in attempt to duplicate the gen11 error messages reported in the customer event description as ¿restart generator; reactivate, two switch activations detected; replace instrument.¿ during the analysis, the device was observed to self-activate as indicated by the gen11 message screen ¿activating¿, without the energy button depressed. Depending on the position of the lever relative to the exposed wire and the connection between the lever assembly and the shaft, the following screen errors were observed: ¿restart generator and reactivate, two switch activations. When 3 conditions for ¿reactivate¿ messages are identified by the generator, a ¿replace instrument¿ error is displayed. While this was not duplicated in the analysis through repetition, the replace instrument message is considered confirmed by the known logic in the generator and demonstrated the generation of these errors on other devices during the root cause analysis. The testing completed in cincinnati on the disassembled device, while not observed on as returned fully assembled device, is evidence to conclude the sequence of events identified in the initial event description, including self-activation, can be recreated. For this reason, the recommendation is to reclassify this device for confirmed voc of ¿continuous activation¿ as this is the voc historically used to capture both cases of ¿continuous activation¿ and ¿self activation.¿

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.